Event description:
Technician alleged, brakes will engage, however, are not holding.

Manufacturer narrative:
Technician found casters are bent at foot and head end. Technician replaced casters to resolve. No alleged patient impact, bed was repaired in shop.